Manufacturer narrative:
This is a supplemental report to provide additional information. The guide sheath and the radiopaque tip were returned to olympus medical systems corp. (Omsc) for evaluation. The radiopaque tip was detached from the guide sheath. The insertion portion of the guide sheath was buckled at multiple points. There were no other abnormalities such as the buckling. The distal end of the tube was deformed. Based on the mark of fixing the radiopaque tip on the tube, there is no problem with the position where the radiopaque tip was fixed. There was a scratch on the end surface of the radiopaque tip. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that if the guiding device was bent while being inserted into the tube of the referenced device, the radiopaque tip inside the tube was caught and pushed out from the tube by the guiding device. The above device handling has warned in the instruction manual as follows. *do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument. *do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an endobronchial ultrasonography with a guide sheath, the subject device was used. The radiopaque tip of the subject device fell inside the patient's lymph node (#10) when the user inserted the guiding device into the sheath fifth or sixth times. The fragment was retrieved. There was no patient injury reported. This is the report regarding the detachment of the radiopaque tip.